Event description:
The shinobi guidewire was inserted and advanced through the target site. Once the guidewire had crossed the lesion, resistance was felt and the guidewire stopped advancing smoothly.the report did not indicate if the physician utilized additional manipulation or torquing to cross the target site. The guidewire was removed from the patient. The physician initially thought that the distal tip had separated; no retrieval attempts were made. The procedure was completed with a feilder guidewire and a zeta 2.5x28mm stent was deployed at the site. The affiliate indicated that further inspection of the guidewire revealed that the ptfe sleeve had shifted proximally and there was no evidence of distal tip separation ad reported by the account. There were no patient injury or complications reported with the event.